Manufacturer narrative:
Outcomes attributed to adverse event: corrected data; initial MDR inadvertently submitted without an outcome attributed to adverse event selected when adverse event was selected. (B)(4).

Event description:
A report was received that a patient has chest pain, increased heart rate, and coughing when the patient is around any metal - notably spoons and the patient's magnet. The patient stated that the neurologist lowered their settings to as low as they can go and the patient is still experiencing these events. Further follow up with the physician's office revealed that the patient has not yet been seen by the physician, but that the patient's nurse believes the patient might just not be able to tolerate her current settings. No additional relevant information has been received to date.